Manufacturer narrative:
Configuration of the reagent stations from 14:32pm on (B)(6) 2018 and 17:11pm on (B)(6) 2018 which is the period covered by the instrument logs provided is identical to the manufacturer recommendation for xylene processing mode. Bottles 1 and 2 are designated as formalin; bottles 3-10 inclusive are designated as ethanol; bottles 11-14 inclusive are designated as xylene, bottle 15 is designated as cleaning ethanol and bottle 16 is designated as cleaning xylene. The default concentration for all bottles and waxes in the manufacturer recommended value of 100%. Bottle 3 (ethanol) was not in contact with the corresponding sensor at 11:57am on (B)(6) 2018 for approximately 9 minutes and 24 seconds, which is sufficient time to replace the reagent; and the station properties were reset at 12:06pm on (B)(6) 2018. A user affirmed in the instrument software that the ethanol concentration in bottle 3 was to be set to the default concentration of 100% at 12:06pm on (B)(6) 2018. Information provided by the laboratory indicates that prior to commencement of the "factory 4hr xylene standard" protocol started in retort a at 17:01pm on (B)(6) 2018; and the "factory 8hr xylene standard" protocol started in retort b at 17:18pm on (B)(6) 2018 from which sub-optimal tissue processing was reported, a user had replaced the reagent in bottle 3 with 70% ethanol and set the concentration to the default value of 100%. As the instrument software uses reagent concentration to select reagent stations when a protocol is scheduled, the reagent station with the lowest (in-threshold) concentration of a reagent group or type is selected for the first step using that reagent group or type; and reagent stations of increasing concentration are used for the succeeding processing steps of the reagent group or type. Reagent with the highest concentration is always used for the final processing step of a reagent group or type before changing to another reagent group or type. As a consequence, the reagent in bottle 3 (ethanol) with a concentration of 70% ethanol was used for the final dehydration steps of the "factory 4hr xylene standard" protocol started in retort a at 17:01pm on (B)(6) 2018; and the "factory 8hr xylene standard" protocol started in retort b at 17:18pm on (B)(6) 2018, from which sub-optimal tissue processing was reported. The root cause of the sub-optimal tissue processing reported was a use error, which occurred between 11:57am and 12:06pm on (B)(6) 2018. Specifically, per information provided by the complainant the reagent in bottle 3 (ethanol) is always replaced with 70% ethanol. However, a user affirmed in the instrument software that the concentration was to be set to the default value of 100%. As a consequence, the reagent in bottle 3 (ethanol) with a concentration of 70% ethanol was used for the final dehydration step of both the "factory 4hr xylene standard" protocol started in retort a at 17:01pm on (B)(6) 2018 and the "factory 8hr xylene standard" protocol started in retort b at 17:18pm on (B)(6) 2018, from which sub-optimal tissue processing was reported. The root cause of the user filling bottle 3 with 70% ethanol was a service error, which occurred on (B)(6) 2018 during replacement of the failed instrument hard disk drive (hdd). Evidence in the instrument logs indicates that prior to replacement of the hdd on (B)(6) 2018, configuration of the instrument reagent stations had been customized by the laboratory such that bottles 3 and 4 were designated as 70% ethanol, which meant that the default concentration for these bottles was 70%. However, the instrument configuration at the completion of this service activity was the manufacturer default for xylene processing ie. Bottles 1 and 2 designated as formalin; bottles 3-10 inclusive designated as ethanol; bottles 11-14 inclusive designated as xylene, bottle 15 designated as cleaning ethanol and bottle 16 designated as cleaning xylene. The default concentration for all bottles and waxes in the manufacturer configuration for xylene processing is 100%.

Event description:
On 13 september 2018, the leica field service engineer (fse) was advised of "bad processing tissue" with a "smell of alcohol mixed with xylene". On 14 september 2018, a leica biosystems field support specialist (fss) provided applications support in association with this event. The fss reviewed the instrument logs and confirmed that an event code indicating a reagent bottle(s) had been removed from the instrument for insufficient time to complete manual replacement of the reagent had not been recorded in association with this event; tissue samples exhibiting sub-optimal tissue processing were derived from both an eight (8) hour processing run and a four (4) hour processing run started at approximately 5pm on (B)(6) 2018; the reagent in bottle 3 had been replaced prior to commencement of the affected processing runs; the ethanol concentration in bottle 3 calculated by the instrument software prior to station reset was 94.93%. The fss documented the following information provided by the complainant: "they always replace bottle #3 with 70% alcohol. They said thy have been doing so since they got the instrument 3 years ago." However, the fss found that configuration of the reagent stations had not been customized such that bottle 3 was designated as 70% ethanol. The fss also documented that the reagent in bottle 3 had been used for the final dehydrating step in the two (2) processing runs from which tissue samples exhibited sub-optimal processing. On 28 june 2018, a leica field service engineer (fse) visited the customer site to replace the failed hard disk drive (hdd). Evaluation of the instrument logs prior to replacement of the hdd indicates that the configuration of the reagent stations had been customized such that bottles 3 and 4 were designated as 70% ethanol, which meant that the default concentration for each of these bottles was 70%. On 22 september 2018, leica biosystems (B)(4) received information that all cases from which tissue samples exhibited sub-optimal processing were diagnosable.